Manufacturer narrative:
The investigation of placement signal issue has been completed. The impella device was not returned for evaluation. The cause of the optical signal failure was most likely air gap from between the automated impella controller (aic) and the patient cable plug or within the middle of the red handle ferrule. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18005. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support. Patient lost aortic placement signal during transport. Position was confirmed via echocardiography. The console continued to display placement signal not reliable alarm. Pump was explanted. Patient escalated to 5.5. The patient survived the event.